Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a serious adverse event where the patient was hospitalized due to hypoglycemia event which happened on (B)(6) 2025 at around 10:58 pm. The sensor glucose (sg) value was 255 mg/dl where as blood glucose (bg) value was 49 mg/dl. At the hospital, the patient received glucagon as treatment.

Manufacturer narrative:
User reported a low glucose event and hospitalization for treatment, which occurred on (B)(6) 2025 at approximately 10:58 am; at the time of the call, the user was feeling fine. The event was related to diabetes, and the following example was provided: (B)(6) 2025 at 10:58 am, sg 255 mg/dl and bg 49 mg/dl. A review of the data management system (dms) showed that at 10:58 am the sg was 255 mg/dl, and no bg value was entered. The user did not receive a low glucose alert at the time of the event because the sg did not cross the low alert threshold. The user received glucagon as treatment at the hospital and was prescribed heparin for mild thrombophlebitis diagnosed during the hospitalization. The user's hcp is aware of the event. In an associated sensor accuracy case inclusive of this event, it was determined that the sensor had deviated from normal behavior, and an RMA was issued for further investigation.based on the escalation analysis, a sensor replacement was approved, with the sensor requested for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. The inaccuracy examples provided by the user indicated an inherent lag in the sensor's glucose sensing technology, with sensor glucose readings aligning with calibration values after approximately three to four subsequent sensor readings.overall, the system demonstrated good agreement between blood glucose (bg) values and sensor glucose (sg) trends;however, intermittent noise was observed in the sg data. A review of the in-vivo raw sensor data did not reveal any anomalies that could account for these periods of increased variability. As the product was not returned to senseonics for further investigation by complaint closure, the observed performance issues are presumed to be related to the in-vivo condition of the hydrogel.the user was provided with a replacement sensor as part of the resolution. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.